Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated following the reported event of an issue with the unit. There were no photos or log files submitted for review. The mpu was not returned for analysis. The provided information stated that the patient was having a charging issue with their universal battery charger (ubc). Additional information provided stated that the patient reported no issues with the mpu; however, the original message the vad coordinator received mentioned an issue with the mpu. It was an erroneous report. The mpu was not exchanged and remains in use. No issues can be correlated with the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a warranty request was received. The unit was alarming for low battery alarm for a few seconds randomly even when batteries are fully charged. They tried with fully charged batteries, but it still alarmed.

Event description:
Initially it was reported there was an issue with the mpu battery(s). Additional information received stated there was no issue/allegation against the mpu. Available information has no indication or report of any adverse patient effects related to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.